Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the customer's report was observed by a zoll approved service provider. Additionally, the report was confirmed with a photograph of the device with the error message displayed on the screen. Without return of the device, root cause could not be firmly established with the photograph alone. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The compressor was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.